Event description:
It was reported that the customer received a motor error alarm, a motion sensor test failure alarm and a bad battery message. The customer stated that the motor error alarm occurred while rewinding the insulin pump. The customer's blood glucose was unknown. Troubleshooting was done. The customer stated she was unable to complete the rewind sequence. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. It was later discovered that the motor of their insulin pump had blown up due to a vns implant magnet from the customer. The customer was on a back-up plan of manual injections. The customer was assured that the new insulin pump would arrive the next day. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test and prime test. However, the insulin pump was received stuck on a motor error alarm loop that occurred during a bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump had a cracked reservoir tube lip.